Manufacturer narrative:
The attachment was received in good condition. The customer complaint of heat could not be duplicated. A temperature test was performed. The temperatures were as follows; ambient 73f, tube 75f, mid section 75f and knuckle 78f. The drill was also received in good condition. The customer complaint of heat could not be duplicated. A temperature test was performed. The temperatures were as follows; 73f after one minute, t1 74f and t2 73f. The test was in combination with the attachment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medical devices: product ID 1845020; ipc handpiece attachment indigo drill, serial # (B)(4), lot # 211091387, UDI (B)(4), 510k # k081475, manufacture date 04/2016. Evaluation was not performed; the device was not returned for analysis.

Event description:
The customer reported that the device was overheating. There was no patient impact.